Event description:
It was reported that a user accidentally dropped a cartridge while changing supplies, resulting in a cracked cartridge; the user replaced it with a new cartridge and completed a full load sequence, with no impact to blood glucose levels and no alerts or alarms reported. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities or medical care. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user handling error and a damaged cartridge. It was concluded that the event was attributable to component failure caused by user handling, with the ilet device functioning as intended after replacement of the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.